Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, complaint activity, trending reports, device history records and labeling. Additionally in-house retained kit testing of the complaint lot was completed. Return testing was not completed as returns were not available. Trending reports for the architect hbsag qualitative ii confirmatory assay were reviewed and did not identify any trends related to the complaint issue. A review of device history records for the complaint lot did not identify any non-conformances or deviations associated with the customer¿s issue. Labeling was reviewed and sufficiently addresses the complaint issue. Performance testing was completed using an in-house retained kit of the complaint lot. Testing met acceptance criteria; therefore, the lot is performing as expected. Based on this investigation, no systemic issue or deficiency was identified for the architect hbsag qualitative ii confirmatory reagent lot.section b5 was updated to remove statement "on 15 out of 529 patient samples". This statement was included in error and does not apply to this incident.

Event description:
The customer observed false reactive architect hbsag qualitative ii and hbsag qualitative ii confirmatory results. On (B)(6) 2021, patient sample (B)(6) generated repeat reactive, which confirmed positive by the confirmatory assay. On (B)(6) 2021 a new sample from the same patient (B)(6) was tested and was nonreactive. The negative result was confirmed at a second laboratory (method unknown).

Event description:
The customer observed (B)(6) architect hbsag qualitative ii and hbsag qualitative ii confirmatory results on 15 out of 529 patient samples. On (B)(6) 2021, patient sample (sid (B)(6)) generated repeat (B)(6), which confirmed (B)(6) by the confirmatory assay. On (B)(6) 2021 a new sample from the same patient (sid (B)(6)) was tested and was (B)(6). The (B)(6) result was confirmed at a second laboratory (method unknown). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up will be submitted when the evaluation is complete. Patient information: no further information was provided. This report is being filed on an international product, architect hbsag qualitative ii confirmatory, list 2g23, that has a similar product distributed in the us, hbsag confirmatory, list number 4p54. Refer to related manufacturer report number 3008344661-2021-00195 for the architect hbsag qualitative ii assay.